Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected carina alerted an emergency o2, but the alarm disappeared. Hepa filter checked and filter replaced between ventilator and tubing. Exhalation valve was clean. Emergency o2 alarm occurred for the second time and continued to alarm. The ventilator was not ventilating the patient. The patient was connected to a new ventilator. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected carina alerted an emergency o2, but the alarm disappeared. Hepa filter checked and filter replaced between ventilator and tubing. Exhalation valve was clean. Emergency o2 alarm occurred for the second time and continued to alarm. The ventilator was not ventilating the patient. The patient was connected to a new ventilator. No patient health consequences have been reported.

Event description:
It was reported that the affected carina alerted an emergency o2, but the alarm disappeared. Hepa filter checked and filter replaced between ventilator and tubing. Exhalation valve was clean. Emergency o2 alarm occurred for the second time and continued to alarm. The ventilator was not ventilating the patient. The patient was connected to a new ventilator. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected carina (subacute care ventilator) with product serial no. (B)(6). According to logfile analysis the reported alarm of emergency o2 on the day of the reported event (2021-12-22) and "error in data evaluation" alarm could be confirmed. The logfile does not show any other technical error on this day. However, the apnea ventilation function was actively turned off by the user and the alarm code "apnea detected - no ventilation occurred¿ was detected. If the apnea function is deactivated, the device still detects apnea, but the apnea ventilation does not start in spontaneous ventilation modes. This was most likely reported by the user as "device did not ventilate patient". The "error in data evaluation" alarm is intended to indicate that carina has detected an error in the data acquisition section, e.g. A mismatch between duplicate read signals, errors in the voltage reference signals or a detection of missing bits. As a result, the unit will continue to ventilate with alarm, but oxygen dosing will be turned off. The device switch to "emergency ventilation" and issues an high priority alarm as specified. Based on the IFU and iso 21647 / iso 80601-2-55, it is recommended to use secondary o2 monitoring when using the device. If the inspiratory oxygen concentration differs from the ambient air concentration, monitoring of the inspiratory oxygen concentration with adjustable upper and lower alarm limits is required. Otherwise, no alarm will be triggered if the actual inspiratory oxygen concentration differs from the set oxygen concentration. The logbook entries match the reported event. A possible root causes for those error could be a faulty pressure sensor or lp mpu (a/d converter). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is considered not to be reportable according to the medical device regulation (MDR 2017/745) as neither death nor a serious injury were caused nor would it be expected to occur in case of recurrence.